Event description:
The caller reported that it was the balloon and not the cuff, that would not inflate. She stated that the tracheostomy tube was pretested and that there was patient involvement but no patient harm. The patient was under anesthesia in the operating room and the tracheostomy tube was replaced with another 8lpc. The tube was then discarded due to blood contamination.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. No analysis or conclusions can be drawn without the device. The lot number was provided and the manufacturer will review the lot history records.